Event description:
This spontaneous case was reported by an other and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("significant headaches") and memory impairment ("memory disturbances"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia and myalgia. The patient was treated with surgery (essure was removed; both uterine tubes as well as a part of the uterus were removed). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, fatigue, headache and memory impairment had resolved and the fibromyalgia had not resolved. The reporter provided no causality assessment for fatigue, headache, memory impairment and menorrhagia with essure. The reporter considered fibromyalgia to be related to essure. The reporter commented: after removal, she improved immediately. Symptoms resolved rapidly, but pain related to fibromyalgia was still present. There were consequences on her life, and the patient was declared unfit for duty by occupational medicine. Diagnostic results: several examinations like MRI, blood test, scintigraphy were performed but nothing regarding inflammatory disease was found. Then fibromyalgia was diagnosed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21-sep-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 480 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.